Manufacturer narrative:
Pump passed all functional testing including the displacement, operating current test, restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm during test noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the infusion set on 3 separate occasions and during a bolus attempt. The customer's blood glucose reading was 626 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was advised that the pump would be replaced and agreed to return the product for analysis.